Manufacturer narrative:
Prolonged surgery not specifically addressed per the provided IFU. Leaks is addressed per the provided IFU. Event is still under investigation.

Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for aaa repair, and the pt's anatomical form, especially at the origin of left internal iliac artery, was hard to recognize by image analysis. During surgery, the origin of the left internal iliac artery was confirmed based on the data from image analysis at rao20 of c-arm, and the devices were selected on the basis of that info. Finally, the left internal iliac artery bifurcation was sealed by the graft because the bifurcation point was upper than the estimation. Slight distal type I endoleak (left) was confirmed. To treat it and to prevent formation of a blood clot which could occur because of the usage of oversized leg graft (16mm) as compared to the diameter of external iliac artery (9mm), another manufacturer's stent was placed. (Bms was indwelled <?>). The distal type I endoleak was finally treated, and the right internal iliac artery patency was confirmed. Pt outcome was not provided by the reporter.